Manufacturer narrative:
(B)(4) - device portion being left in pt is not labeled in the IFU. (B)(4) - device separation is not labeled in the IFU. No product was returned to assist in our investigation. Add'l info about the event was requested, but not received. No device was returned to assist in our investigation. Requests for add'l info were not answered. Quality control confirms the distal tip of catheter is free of nicks, splits, and debris; surface of catheter is clean, smooth, and free of excessive dents and foreign matter; subdepots are cut clean with no excessive roughness; and if applicable, bonded area is smooth and clean. The IFU states that patients with indwelling drainage catheters should be evaluated routinely to ensure continuous function of the catheter. Without the actual device or add'l info, we are unable to determine what may have led to this event. We will continue to monitor for similar complaints and have notified the appropriate personnel. We will continue to monitor for similar complaints and have notified the appropriate personnel. Qera was updated in response to this complaint. Per the conclusion, no further mitigating action is necessary at this time.

Event description:
The pt had diminished urine output 10 days after implantation of a left nephrostomy catheter. Radiologic report identified the catheter had been withdrawn from its expected position and a small fragment was in the renal space. Attempts were made to percutaneously remove the fragment. The physician believed that since the small fragment was outside of the kidney it would be more detrimental to try and remove it, therefore, they will keep an eye on the pt's condition. The pt is doing fine and no add'l medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.